Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a notification was received via email indicating that information had been obtained from a clinical study (knotless implants as an alternative for capsular closure in primary hip arthroscopy: a prospective, multi-center study; (B)(6)). On (B)(6) 2025, the patient reported increased hip symptoms following a strenuous work schedule involving extensive walking; a prior steroid injection administered on (B)(6) 2025 provided temporary relief. On (B)(6) 2025, the patient reported improvement with physical therapy and home exercises, along with a new painless popping sensation during hip flexion and anterior hip tightness, without radicular symptoms. On (B)(6) 2026, the patient reported lower hip pain with stair ambulation and discomfort with prolonged sitting; symptoms were partially relieved with stretching, physical therapy, and use of analgesics, ice, and heat.